Manufacturer narrative:
H3: device is not being returned for evaluation. H6: conclusion - device discarded, unable to follow up. Evaluation results: complaint inconclusive. No sample returned for evaluation.

Event description:
It has been reported to us that the catheter was used on an a-fib, ablation case. Case was completed without incident. After catheter was removed from patient, the physician noticed "char" debris on distal electrode tip of product. There is no report of patient injury and the device is not being returned for our analysis.